Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet is confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly was returned for investigation. A sharp kink was present 3.7 cm from the distal end. An additional kink was observed 6 cm from the distal end. Microscopic observation revealed the kinks to be located in between the magnet regions. A break in the stylet was not observed. The polyimide tubing was cut near the kink. The wall thickness was measured and found to be within manufacturing specification. Based on description of the reported event and condition of the returned sample, possible contributing factors include advancement or retraction against resistance. Since the stylet was observed to be damage with two kinks, the complaint is confirmed. A lot history review (lhr) of redt1819 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt1819) have been reported from the same facility in the UK.

Event description:
It was reported on removal of the wire from the power PICC it was found to be in two halves on the drape . The PICC was removed from the patient because it was a failed insertion . It was stated there was no harm to patient and no retained wire.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt1819 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt1819) have been reported from the same facility in the (B)(4)..

Event description:
It was reported on removal of the wire from the power PICC it was found to be in two halves on the drape . The PICC was removed from the patient because it was a failed insertion . It was stated there was no harm to patient and no retained wire.